Event description:
A malfunction was reported after the customer dropped the pump. The malfunction did not cause blood glucose levels to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.